Manufacturer narrative:
.

Event description:
The complainant reported an under-delivery of her feeding while using the embrace pump. It was reported that the patient was to receive 170ml of feeding, but instead received only 35 ml. A product problem (pump kept shutting off after delivering only 35ml, no alarm) has been associated with this complaint. This report is considered a malfunction that is likely to result in a serious injury or illness should it recur.